Event description:
The customer reported that an end tone, indicating a completed seal cycle, was heard, but sealing was not complete. Several times the device failed to close the vessels. At the end of the procedure, one vessel that had been sealed opened and bleeding occurred. The surgery was then converted to open. A second generator was brought in to assist in the completion of the surgery.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. If add'l info pertinent to the indicator is obtained, a f/u report will be submitted.